Event description:
It was reported that this right ventricular (rv) lead recently exhibited two isolated elevated, out-of-range pacing impedance measurements (greater than 2,500 ohms). The patient was evaluated in-clinic via provocative maneuvers, which did not elicit any changes in impedance. X-ray imaging was also performed, and no abnormalities were observed. Boston scientific technical services (ts) was contacted, and additional troubleshooting options were provided to assess the lead integrity. At this time, this rv lead remains implanted and in-service. No adverse patient effects were reported.